Event description:
The achieve biopsy needle tip bent during the biopsy of a breast mass. Unsure whether the needle bent due to defective equipment vs hard element within the mass. The patient was not affected by the incident. Different biopsy needle used to complete the procedure.